Event description:
It was reported that the colonovideoscope had static like noise. The issue occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the static like noise and image snowflake was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.